Event description:
It was noted that the right atrial lead exhibited noise. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). No intervention was performed. The patient was in stable condition.